Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 were not detected on the communication bus at the station. A field service engineer executed the correct shutdown procedure to eliminate errors from the station. Following this, the system was shut down for five minutes, successfully clearing the error to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system shpyxor, drawers 2.1 and 2.2 were not detected on the communication bus. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.